Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
During a routine follow up, it was reported to nevro that the patient acquired an infection at the lead incision site one year after implant. The patient was hospitalized and was provided IV antibiotics. The device was explanted. The patient has been discharged and plans to be re-implanted once he is fully recovered.